Manufacturer narrative:
A review of the manufacturing records is in progress. The gore® cardioform septal occluder instructions for use note arrhythmia, such as atrial fibrillation or flutter, requiring treatment as a potential device- or procedure-related adverse event.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat an atrial septal defect on (B)(6) 2021. Temporary first degree heart block was noted while doing a right heart study. More persistent heart block was noted again once the occluder was deployed. The physician assessed the heart block during deployment, device locking, and device release. The rhythm started to improve and the device was left in place. The following day, the patient presented with second degree heart block. On (B)(6) 2021, the patient was alternating between first and second degree heart block and the patient was started on oral steroid treatment.